Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
On january 25, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of available sensor data did not indicate evidence of a system malfunction. At the time of the interaction, a firmware update was available; therefore, as a proactive troubleshooting measure, customer care intended to advise the user to perform the update. System reinitialization occurs as part of the upgrade process, which clears the calibration buffer and addresses potential calibration misalignment. However, the user remained unresponsive to multiple contact attempts, and the troubleshooting guidance could not be relayed. No further investigation was possible due to lack of user response. Per data management system review, the system was current with active use at the time of complaint closure.